Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the manufacture date and expiration date are unknown. (B)(4). The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2021 that a flexiva 200 tractip laser fiber was used in a stone ureteroscopy procedure in the kidney performed on (B)(6) 2021. During the procedure, the laser fiber tip broke and fell inside the patient. The tip was retrieved from inside the patient with a basket. The procedure was completed with another flexiva 200 tractip laser fiber. There were no patient complications reported as a result of this event.